Event description:
It was reported that the patient's lead to the left on the spinous process had pulled back from the original placement of t8 and was at the top of t11. The patient only needs left hip and left leg coverage, and less than 50% therapy relief at the lead location was reported. Reprogramming the system didn't work since the that lead covers the right back, hip, and leg. X-rays and impedance measurements were taken, but were not available at the time of this report. The lead to the right of the spinous process remains in original location. The patient was referred to a surgeon for a lead revision, but there was no date for the referral appointment or surgery at the time of the report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that he had the lead explanted and replaced with a paddle lead on (B)(6) 2015, following "back issues and a lot of pain."

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n279836, serial # unknown, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).